Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas alleging a power (battery life w/ moisture) issue. It was reported that there was moisture in the battery compartment. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 14-nov-2017 with the following findings: a review of the black box data showed frequent replace battery alarms. The battery compartment was cracked; corrosion was observed in the battery compartment. A leak test showed a battery compartment leak. During investigation, electrical current draws were found to be high and out of specification. The pump was opened and moisture damage was found on printed circuit board. The complaint of short battery life issue was duplicated during testing due to moisture damage. (B)(4).